Manufacturer narrative:
Section b5: additional information added. Investigation results: 1. DHR/bhr review (lot#5164486): 1) the products of this batch were assembled at intima ii auto line 2 in jun 2025 and packaged at r240 & cfs package line in jun 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the extension tubing batches used in this batch of products are 5146887 and 5115284. Review the raw material inspection records, no abnormalities. 2. The customer provided 1 photo and returned the complaint unit. The specific defect condition of the extension tube could not be observed in the provided photograph. The returned complaint unit shows: the sku is 383028, the batch code is 5164486, the unit has been used. Microscope examination of the extension tube of the unit revealed damage on the extension tube, the damage is about 12 mm from the pp connector. 3. Retained samples from the same batch were subjected to visual inspection and no damage was observed on the extension tubes. A retained sample was also subjected to a 45-psi leakage test, and no leakage was detected in any part of the sample. 4. Possible cause: 1) based on the analysis of the damaged area and condition of the returned unit, it was found that the tube was pinched by the gripping jaws of the conveyor station for loading the long catheter (s3 to s6) of z6 during the IV catheter assembly process. 2) the gripping jaws at this station are made of nylon, which is prone to wear and deformation, leading to misalignment with the guiding jaws, it is possible to pinch the extension tube. 5. Improvement measures taken: 1) replace the nylon gripping jaws with stainless steel ones to enhance jaw stability. 2) regular polishing or replacement of worn gripping jaws should be carried out. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality was found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. After the inspection of the returned complaint unit, it is determined that the extension tube was damaged during the IV catheter assembly process due to being pinched by the conveyor gripping jaws at z6, s3 to s6. The plant has implemented corrective improvement measures and has been continuously monitoring this type of defect.

Event description:
Additional information: user did not require medical screening/intervention to avoid harm from the exposure.

Event description:
On the second day after the patient's cannula placement, the nurse noticed fluid leaking from the extension tubing during infusion. Upon closer inspection, a rupture near the extension tubing connector was observed, with fluid seeping out. User exposed to hazardous materials, blood, or bodily fluids.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.